Event description:
The report received from the study indicated that the patient experienced a neurological event post-procedure for precise 10 x 40 mm carotid stent placement. The patient had no neurological deficit post-procedure upon leaving the angiography suite. Additional information obtained indicated the patient experienced a transient ischemic attack (tia) that resolved without additional intervention. The event was resolved in less than twenty-four hours and was captured as a not reportable event. The adjudication of the event received subsequently and was a major cardiovascular accident (cva) that was reported to be: ipsilateral, ischemic/embolic that was procedure and device related.

Manufacturer narrative:
The patient was reported to be symptomatic pre-procedure. The target lesion was the proximal left internal carotid artery. The lesion was reported to be: eccentric, 18 mm length, moderately tortuous and 90% stenotic. An angioguard 6 mm embolic protection device was inserted, tracked, deployed and retrieved without report of difficulties or debris/thrombus. A precise 10 x 40 mm stent was implanted without report of difficulties. The patient left the angiography suite intact. The patient was discharged six days after the procedure. Please note that the patient withdrew from the study eight (8) days after the procedure. The product was not available for inspection. Amended cc post-adjudication: this study patient underwent carotid artery stent implantation and suffered an ischemic stroke. This is a male with medical history including abnormal stress test, chf (congestive heart failure), tia and hypertension. This patient met the high-risk criteria of known ventricular dysfunction, unstable angina and age greater than 75 years. The target lesion was left internal carotid artery described as eccentric, moderately tortuous and 90% stenotic. An angioguard was inserted, tracked, deployed and retrieved without report of difficulties. One precise stent was implanted without report of difficulties. The patient left the angio suite neurologically intact. The day of the index procedure after transport to the post-operative care room, the patient had sudden onset of aphasia, hemiparesis and other neuroligc symptoms, diagnosed as an ischemic stroke. An MRI was performed that confirmed the ischemic stroke on the left side of the brain. The recovery from the symptoms is described as partial with major residuals. There is no documented treatment of the stroke. The patient was discharged on an asa and plavix medication regimen. The patient voluntarily withdrew from the study eight days after the index procedure. The stent remains implanted thus unavailable for analysis. The device remains implanted in the patient and is not available for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Two units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot. Ischemic stroke is a well-known potential adverse events associated with the carotid stent implantation procedure. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, specifically the multiple risk factors for vascular disease, and vessel factors that may have contributed to the reported event. Please note that this is the initial/final report for this device.